Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2007 and mesh and ams sparc were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted due to pelvic organ prolapse. During the same procedure, ams sparc was implanted due to stress urinary incontinence. The patient experienced pain, infection, urinary problems, recurrence, dyspareunia, and vaginal scarring. It was reported that on (B)(6) 2007, the patient underwent mesh revision due to infected mesh and opened vaginal wound. (B)(4).

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted concurrently with cystoscopy, anterior colporrhaphy, and vaginal vault repair; due to stress urinary incontinence. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.